Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to reaching elective replacement time (ert). The device was in service for 34.9 months, and will be analyzed for premature battery depletion.